Event description:
During the reprocessing of the device after the colonoscopy, the user found that the device channel was clogged with a clip. This clip was not used during the colonoscopy. The manual cleaning staff of the device did not notice this phenomenon. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -distal end insulation test has failed. -bending angle did not meet the specification. -the nozzle has a blockage. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the past similar event and surmised that this phenomenon attributed to the following. The clip was suctioned during the procedure by mistake and got stuck within the channel. The clip got stuck within the channel since the user suctioned the clip with the clip's jaw opened. If significant additional information is received, this report will be supplemented.